Event description:
A pharmacist reported that a patient with diabetes mellitus type 1 who was introduced to innovo experienced severe hyperglycaemia (668 mg/dl) while using the product in question. The patient was admitted to hospital by an emergency doctor and received treatment with insulin and another device and recovered. The patient, who has been using innovo for 3 years, suspects that the product in question was leaking and did not give the right dosage. Prior to each injection patient performs an airshot and no changes with insulin regimen, diet or activity have taken place and no current infection was found. Patient has no history of hyperglycaemia in the past 2 years. Patient was discharged at 24:00 hours on the day of admission own patient's own responsibility. Patient recovered and is still using innovo.